Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the 8mm force bipolar instrument jaws would not open. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) obtained the following additional information from the site's robotics coordinator regarding the reported event: the instrument was never on tissue; it was inserted at the beginning of the procedure with the jaws working normally, but then would not open. The instrument was inspected prior to use, and nothing out of the ordinary was noted. When the issue occurred, this was during the initial placement of robotic instruments into the trocars, and then insertion into the body. No system fault was observed. The instrument will be returned for failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument released normally on several attempts and was observed to be fully functional. No problem was detected. No image or procedure video was provided for review. A review of the remote logs for the force bipolar instrument (part# 471405/ serial# (B)(4)) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted inguinal hernia procedure, performed on system sk3817 with 0 uses remaining. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and it is unknown if the instrument could be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.